Event description:
It was reported that the patient implanted with this pacemaker reported experiencing syncopal episodes (passing out). The patient reported they were recently seen in-clinic. Programming changes were made to the device. The root cause of the syncope was unknown. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.